Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint of pain while wearing the adc device. On (B)(6) 2022, the customer experienced bleeding, a sting, redness at the sensor site, and had a seizure. The customer was provided unspecified medical treatment by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint of pain while wearing the adc device. On (B)(6) 2022, the customer experienced bleeding, a sting, redness at the sensor site, and had a seizure. The customer was provided unspecified medical treatment by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was properly seated and no issues with the sensor plug was observed, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the previous MDR's inadvertently was missing the extended investigation of the DHR's for the reported sensor.

Event description:
A complaint of pain while wearing the adc device. On 13mar2022, the customer experienced bleeding, a sting, redness at the sensor site, and had a seizure. The customer was provided unspecified medical treatment by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was properly seated and no issues with the sensor plug was observed, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.updated serial number, manufacturing and expiration date.